Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. Number 12 states, intraoperative or postoperative bone fracture and/or intraoperative pain.

Event description:
Patient underwent a knee revision due to implant fracture and periprosthetic fracture approximately two months post implantation.

Manufacturer narrative:
Concomitant products: posterior stabilizing oss salvage 5cm taper adaptor catalog #: 178711 lot#: 790370. Oss salvage 7cm segmental femor left catalog #: 150355 lot #: 171270. Compression nut catalog #: 178512 lot#: 825280. Compress 1cm spindle catalog #: 178472, lot#: 868590. Oss poly lock pin catalog #: 150478 lot#: 854880. Rhk bearing catalog #: 159430 lot #: 3809596. Compress large spindle catalog #: 178508 lot #: 314790. Rhk segmental short yoke catalog #: 161571 lot #: 3560459. Oss axle catalog #: 150480 lot #: 371380, rhk tibial bush catalog #: 154973 lot #: 3763662. Oss poly femoral bushing catalog #: 150477 lot #: 950400. Oss poly lock pin catalog #: 150478 lot #: 761760. Reported event was unable to be confirmed due to limited information received from the customer. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to periprosthetic and implant fracture. Additionally it was not confirmed that a fall had taken place but believed that the patient had stumbled at the time of failure.

Manufacturer narrative:
This report is being sent to relay additional information that was received from the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.